Event description:
It was reported via phone call that the customer had a no delivery alarm while priming the tubing. The caller also reported the needle in the transfer guard was not straight when pushing with the plunger. The customer's blood glucose was 122 mg/dl at the time of the call. The caller stated the alarm was resolved by a complete set change. Troubleshooting could not be completed as the alarm was from a past event. The customer agreed to return the reservoir and infusion set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted. However, found transfer guard needles not-parallel to transfer guard body's axis.